Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site (B)(6)of patient's mouth, non-osseointegration was observed. It was reported that at time of the event, the patient presented with mobility. The patient presented with fair hygiene around the implant. It was reported that the implant was not covered with bone and primary stability had been achieved. A profile drill was reported to have been used and the site was tapped prior to the implant being manually placed.